Manufacturer narrative:
Analysis of the lead (lot #: va1zabj) revealed that the distal end of the lead was bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a lead. It was reported when they opened the lead kit, the electrode 0 was bent. They then opened a new kit. No patient symptoms or further complications were reported as a result of this event.